Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had blue screen and med application failed to launch. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue screen and med application was failed to launch. A field service engineer identified that the hard drive was corrupted, replaced the hard drive, reimaged the station, and synchronized it with the server, confirmed the device appeared in remote support service (rss), successfully logged in, and verified communication, but observed that the application did not launch on reboot. A technical support specialist (tss) dialed into the device via carefusion admin, checked the file, and verified the installation path, edited the dependencies.xml file to update the application path, saved the changes, and confirmed that the med application launched successfully from carefusion application. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.